Event description:
It was reported that two everest xt fenestrated polyaxial screw tabs fractured intra-operatively. The tabs broke while attempting to place a really difficult rod. All broken fragments and screws were removed. New screws were used and the procedure was completed successfully without surgical delay or harm to the patient. This report represents the first of the two screws.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot number was not provided and could not be obtained. It was reported that the patient had very steep angle and the tabs broke while trying to insert a difficult rod. Most likely cause of the reported event was difficult angle at which the surgery was being performed.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that two everest xt fenestrated polyaxial screw tabs fractured intra-operatively. The tabs broke while attempting to place a really difficult rod. All broken fragments, and screws were removed. New screws were used, and the procedure was completed successfully without surgical delay, or harm to the patient. This report represents the first of the two screws.